Manufacturer narrative:
Unit was received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to missing segment. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump had black columns that were shaded grey on the screen. They could see the battery and reservoir icon were full but the time appeared as 88:88. The insulin pump had a crack on the lower right hand corner of the screen. Customer's blood glucose level was 169 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.